Event description:
On (B)(6) 2009, this pt was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent an endovascular procedure to treat a distal I endoleak on the right side. It could not be advised which limb was on the right side. The right limb was intentionally extended past the hypogastric with a gore excluder aaa endoprosthesis iliac extender component. Two gore viabahn endoprostheses were used to maintain flow to the right hypogastric artery. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.